Event description:
Patient reported obtaining back-to-back blood glucose results of 138 mg/dl, 130 mg/dl, 235 mg/dl, and 66 mg/dl, while using the suspect device. Patient did not indicate if therapy was modified based on these results. No patient injury was reported. Patient had not performed quality control tests on the suspect device. No product was returned to the manufacturer for evaluation.